Manufacturer narrative:
A ge representative contacted the customer by phone to discuss system repairs. No conclusion can be drawn as repair information was not reported.

Event description:
It was reported that the system was intermittently displaying a fast stop activated error message. This error will cause the system to lock up and have to be rebooted. There is no report of injury or death associated with the event described in this complaint.